Manufacturer narrative:
A partial lead with the pin, measuring 49.3cm, was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead was explanted due to loss of capture and high lead impedance. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was also explanted prophylactically. The procedure was completed successfully without adverse consequence to the patient.